Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported communication issue power on self-test tcb not responding error. There was no patient involvement. The manufacturer's technical services (ts) could not confirm the reported issue. The customer was advised that this product is (end of life)eol with no service or parts available. The customer was provided with the eol letter and the unit has been retired from service.